Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's peripheral lead exhibited high impedance values. The lead had reportedly migrated. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the lead. During explant, it was noted the lead was separated at the anchor site. Effective stimulation was restored post-operatively.

Event description:
Follow-up identified the patient stated having experienced a change in stimulation after a fall.